Event description:
It was reported that after the pump was setup with cassette attached and locked it began to leak. The pump had wrapped connectors in coban and was waiting in the bag to be connected to patient. The pharmacy dealt with the spill and made up another dose but that was then they realized that the pump was no longer working. There was continuous alarming, so they turned it off and allowed it to air over night, today there is no screen display. Tubing was discarded. No patient injury. No additional information available. Device is not returning for investigation. No credit or replacement requested.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).